Event description:
It was reported, the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer stated, the insulin pump has been having problems that are getting progressively worst since insulin pump got wet three months ago. No troubleshooting was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete.